Event description:
Customer site alleges that a large quantity of smoke came from the CT gantry while it is use. The pt was removed from the scan room to avoid inhalation of smoke which could affect their breathing. The main power to the equipment was switched off. There was no report of death or serious injury.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).